Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. The investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted later the same day as implant due to loss of capture and sensing. The screw would not deploy all the way out. No adverse patient events were reported. Should additional information become available, this file will be updated.